Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a cs 078 call service alarm three times in thirty days. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 10/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: the black box and alarm history showed multiple cs 078 call service alarms. During the investigation, the pump alarmed with ¿cs 078¿ alarm upon the first rewind attempt therefore the initial call service alarm complaint was duplicated during the investigation. The pump¿s cover was removed and there was no moisture corrosion found to the motor flex/connector. The investigation revealed a slave processor failure. During visual inspection of the pump, it was observed that the battery compartment had two cracks. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. Also unrelated to the initial complaint, it was observed that the returned battery cap had stripped threads and it was unable to secure to the pump. A test battery cap was used to complete the investigation and it was able to secure to the pump.